Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the patient experienced a stroke and thrombus occurred. A 24mm watchman &#59404;laa closure device & delivery system was successfully implanted during a laa closure procedure. The patient was discharged on warfarin for three days. Three days post procedure the patient experienced an ischemic stroke and a transesophageal echocardiogram (tee) was performed and a clot was found on the device. No further patient complication were reported and the patient's status is fine.